Manufacturer narrative:
Complete event site name: (B)(6) hospital. The initial reporter named is a getinge employee whose contact details are: (B)(6)/ phone number - (B)(6) / e-mail address- (B)(6); which differs from that of the event site. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
During the investigation of the returned intra-aortic balloon (iab) involved under mfg report number 2248146-2022-00198, a kink was found that was unrelated to the reported alarm, iab disconnected & leak, blood in tubing (balloon rupture) failure mode. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter and between the catheter and the returned non-maquet sheath, covering the membrane. A catheter tubing kink was observed near the y-fitting at approximately 75.2cm from the iab tip. Additionally, a fiber break was also observed within the membrane at approximately 20.8cm from the iab tip. The evaluation confirms the presence of a kink as an as analyzed failure. However, we are unable to conclusively determine when this kink may have occurred. Therefore, the root cause for the kink is impossible to define. Reference complaint # (B)(4).